Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that "for maybe 2 months now it just cuts off, it works when it wants to, like when im lying down I feel it and when I stand up it goes off". Pt said they have had it "reprogrammed several different times". They said a medtronic rep looked at it and they said "there are no blockages or anything with the lead". I asked when I first made rep aware of this, but says this phone call (today) is the first time they made medtronic aware, and said prior to this everything was working smooth for my range of motion and everything but now it just works when I lay down". Pt just mentioned they have had previous reprogramming done prior to this issue. Pt had a recent hip surgery but said everything was fine after that until about 2 months ago, and says its really been acting up "this past week". I reviewed any emi they might encounter during hip surgery could affect their settings. The patient was redirect ed to their healthcare provider to further address the issue. See case # (B)(4) for the report of pt mentioned her last call, when they had a controller issue. The patient's relevant medical history included pt mentioned they had"major hip surgery recently, and I reviewed this could be related to the stimulation turning off and to follow up with hcp but that I don't know for sure.